Event description:
It was reported that the spike of a uv flash transfer set was disassociated from the uv disconnection caps when the product was removed from the packaging. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown whether a homechoice machine was used during the event. The device was returned for evaluation. Leak, clear passage, clamp function, torque, integrity of seal surface, and device to device interaction testing were performed with no issues noted. The diameter of the spike was measured and found to be within specification. The reported condition of a disconnection was not verified. During visual (with the naked eye) and microscopic inspection, the device was determined to not meet specifications due to a discolored patient adapter with marks (indicative of tool use and a cosmetic issue only). The cause of the discoloration was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.